Event description:
It was reported that unspecified sensor issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unspecified sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
It was reported that unspecified sensor issue occurred. The product was evaluated. An external visual inspection was performed and passed. A nordic bluetooth pairing test was performed and failed. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unspecified sensor issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.